Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarmed button error. Mother states the customer carries the insulin pump in her bra, when she received the button error. The blood glucose level at the time was 151 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was asked to return the device for analysis and a replacement will be sent to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.